Event description:
A hospital reported via a distributor that the heater wire of an rt105 adult breathing circuit was broken. It was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt105 adult inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.